Manufacturer narrative:
B3-date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced ineffective therapy and was unable to set the device into MRI mode. System diagnostics recorded high impedances on two lead contacts. Surgical intervention was undertaken wherein the ipg was explanted and replaced with a competitor¿s ipg. Adapters were implanted, which resolved the impedance issues.